Manufacturer narrative:
During a shoulder arthroscopy procedure, the blade handle came off and the blade broke into 3 pieces falling into the body cavity. Using a forceps the surgeon manually retrieved the pieces of the blade and the procedure continued without further incident. There was no injury or need for further intervention. The sample has not been returned for evaluation. A root cause has not been determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The blade broke during use and was retrieved from the surgical site.